Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery. At the four day post-op the pt presented with diffuse lamellar keratitis (dlk) os. A flap lift and rinse was performed and pt was treated with topical and oral steroids. The pt has responded to treatment and the dlk has resolved with no loss of visual acuity. The pt's pre-op bcva was 20/20 os. The pt's current bcva is 20/20 os. The facility informed intralase that during this pt's surgery, they had used the recently recalled balanced salt solution (bss), which had been recalled by the FDA due to high levels of endotoxins. This may have been a contributing factor in this dlk incident.